Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The field service representative (fsr) found that the probes were not springing back. The fsr cleaned the probes and checked that they were moving smoothly. The rinse water was adjusted. Qc and tests were run with acceptable results. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter questioned the results for multiple patient samples tested for calcium on a cobas 8000 c 702 module. An example of discrepant results was provided for 1 patient sample. The initial result was 1.9 mmol/l. The repeat result was 2.3 mmol/l.